Manufacturer narrative:
Date of explant, concomitant medical products and therapy dates were inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-02679.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy. As a result, the patient's scs system was explanted.